Event description:
Synergy (B)(6) registry it was reported that unstable angina pectoris occurred. In (B)(6) 2019, the subject presented with myocardial infarction and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the mid left circumflex (lcx) artery extending up to distal lcx with 100% stenosis and was 38 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.25 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal left anterior descending (lad) artery extending up to mid lad with 100% stenosis and was 38 mm long, with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 mm x 38 mm synergy stent system. Following this post-dilatation was performed with 0% residual stenosis. Six days later, the subject was discharged on ticagrelor and aspirin. In (B)(6) 2022, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Medication was adjusted and percutaneous coronary intervention was performed to treat the event. Three days later, the event was considered to be recovered and resolved and on the same day the subject was discharged on ticagrelor and aspirin.

Event description:
Synergy china registry. It was reported that unstable angina pectoris occurred. In (B)(6) 2019, the subject presented with myocardial infarction and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the mid left circumflex (lcx) artery extending up to distal lcx with 100% stenosis and was 38 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.25 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal left anterior descending (lad) artery extending up to mid lad with 100% stenosis and was 38 mm long, with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 mm x 38 mm synergy stent system. Following this post-dilatation was performed with 0% residual stenosis. Six days later, the subject was discharged on ticagrelor and aspirin. In (B)(6) 2022, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Medication was adjusted and percutaneous coronary intervention (pci) was performed to treat the event. Three days later, the event was considered to be recovered and resolved and on the same day the subject was discharged on ticagrelor and aspirin. It was further reported that in (B)(6) 2022, the unknown percent stenosis in the proximal right coronary artery (rca) was treated with pci and the residual stenosis was noted to be unknown. The rationale for intervention was angina. Medication was given to treat the event. Two days later, the event was considered to be recovered and resolved and on the same day the subject was discharged on aspirin and ticagrelor. It was noted that the physician considered the event unlikely related to the study stents as they are located in the lcx and lad.

Manufacturer narrative:
Corrections: h6 - patient code corrected from angina to no clinical signs, symptoms or conditions. H6 - impact codes corrected to no health consequences or impact.

Event description:
Synergy china registry. It was reported that unstable angina pectoris occurred. In (B)(6) 2019, the subject presented with myocardial infarction and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the mid left circumflex (lcx) artery extending up to distal lcx with 100% stenosis and was 38 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.25 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal left anterior descending (lad) artery extending up to mid lad with 100% stenosis and was 38 mm long, with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 mm x 38 mm synergy stent system. Following this post-dilatation was performed with 0% residual stenosis. Six days later, the subject was discharged on ticagrelor and aspirin. In (B)(6) 2022, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Medication was adjusted and percutaneous coronary intervention (pci) was performed to treat the event. Three days later, the event was considered to be recovered and resolved and on the same day the subject was discharged on ticagrelor and aspirin. It was further reported that in (B)(6) 2022, the unknown percent stenosis in the proximal right coronary artery (rca) was treated with pci and the residual stenosis was noted to be unknown. The rationale for intervention was angina. Medication was given to treat the event. Two days later, the event was considered to be recovered and resolved and on the same day the subject was discharged on aspirin and ticagrelor. It was noted that the physician considered the event unlikely related to the study stents as they are located in the lcx and lad. It was further reported that in (B)(6) 2022, the unknown percent stenosis noted in proximal lad was treated with revascularization and the residual stenosis yet unknown. In (B)(6) 2022, angiography revealed 85% stenosis in the proximal lad which revealed stent thrombosis in the target lesion. It was further reported that the proximal lad revascularization occurred in (B)(6) 2022, not (B)(6) 2022, as previously reported. The residual stenosis was 0%.

Manufacturer narrative:
E1 initial reported address 1: (B)(6).

Event description:
Synergy china registry: it was reported that unstable angina pectoris occurred. In (B)(6) 2019, the subject presented with myocardial infarction and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the mid left circumflex (lcx) artery extending up to distal lcx with 100% stenosis and was 38 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.25 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal left anterior descending (lad) artery extending up to mid lad with 100% stenosis and was 38 mm long, with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 mm x 38 mm synergy stent system. Following this post-dilatation was performed with 0% residual stenosis. Six days later, the subject was discharged on ticagrelor and aspirin. In (B)(6) 2022, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Medication was adjusted and percutaneous coronary intervention (pci) was performed to treat the event. Three days later, the event was considered to be recovered and resolved and on the same day the subject was discharged on ticagrelor and aspirin. It was further reported that in (B)(6) 2022, the unknown percent stenosis in the proximal right coronary artery (rca) was treated with pci and the residual stenosis was noted to be unknown. The rationale for intervention was angina. Medication was given to treat the event. Two days later, the event was considered to be recovered and resolved and on the same day the subject was discharged on aspirin and ticagrelor. It was noted that the physician considered the event unlikely related to the study stents as they are located in the lcx and lad. It was further reported that in (B)(6) 2022, the unknown percent stenosis was noted in proximal lad and not in the proximal rca as what was previously reported. The lesion was treated with revascularization and the residual stenosis yet unknown. In (B)(6) 2022, angiography revealed 85% stenosis in the proximal lad which revealed stent thrombosis in the target lesion.

Event description:
(B)(4) registry. It was reported that unstable angina pectoris occurred. In (B)(6) 2019, the subject presented with myocardial infarction and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the mid left circumflex (lcx) artery extending up to distal lcx with 100% stenosis and was 38 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.25 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal left anterior descending (lad) artery extending up to mid lad with 100% stenosis and was 38 mm long, with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 mm x 38 mm synergy stent system. Following this post-dilatation was performed with 0% residual stenosis. Six days later, the subject was discharged on ticagrelor and aspirin. In (B)(6) 2022, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Medication was adjusted and percutaneous coronary intervention (pci) was performed to treat the event. Three days later, the event was considered to be recovered and resolved and on the same day the subject was discharged on ticagrelor and aspirin. It was further reported that in (B)(6) 2022, the unknown percent stenosis in the proximal right coronary artery (rca) was treated with pci and the residual stenosis was noted to be unknown. The rationale for intervention was angina. Medication was given to treat the event. Two days later, the event was considered to be recovered and resolved and on the same day the subject was discharged on aspirin and ticagrelor. It was noted that the physician considered the event unlikely related to the study stents as they are located in the lcx and lad. It was further reported that in march 2022, the unknown percent stenosis noted in proximal lad was treated with revascularization and the residual stenosis yet unknown. In (B)(6) 2022, angiography revealed 85% stenosis in the proximal lad which revealed stent thrombosis in the target lesion. It was further reported that the proximal lad revascularization occurred in (B)(6) 2022, not (B)(6) 2022, as previously reported. The residual stenosis was 0%. It was further reported that in (B)(6) 2019, the size of the synergy stent used in mid lcx, target lesion 1, was 2.25mm x 28mm and not 2.25 mm x 38 mm as previously reported. In (B)(6) 2022, the subject was referred for coronary angiography which revealed 70% stenosis in proximal lad which revealed stent thrombosis in previously placed study device, was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. Coronary angiography also revealed 85% stenosis in the proximal lcx, non-target lesion, which had previously placed study device was treated with percutaneous coronary intervention. Post intervention, residual stenosis was unknown. At the time of the event the subject was on aspirin.

Manufacturer narrative:
B5. Describe event or problem updated. H6. Patient and impact codes updated.